Event description:
It was reported by the patient that the cannula did not deploy or insert as intended during activation. The pink slide was not forward, indicating a needle mechanism failure. Blood glucose levels reached 280 mg/dl.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The pod was received not deployed. The download data shows the pod was received in pod state 15, completing 31 pulses, 21 of which were in first prime. The rotational sensor data shows a rotational sensor malfunction, causing first prime to end earlier than expected and the pod to not deploy as intended. The pod was rerun with a different pdm. The rerun download data shows the pod again in pod state 15, this time completing 85 pulses, 42 of which were in first prime, before generating an 0x42 alarm, indicating a safety sensor minimum pulses alarm. Inspection of the download data shows the number of pulses between open transitions not reaching the minimum, indicating another rotational sensor malfunction. Investigation of the device found contamination on the commutator cap, causing the rotational sensor malfunction.